Event description:
It was reported that the ilet touchscreen became unresponsive and would not register input, with the user noting a small crack in the left corner and confirming that removing a screen protector did not restore function; the user switched to backup therapy and a replacement device was arranged. Symptoms included no user interface responsiveness. Outcomes included interruption of ilet therapy and transition to backup therapy without adverse clinical events. Investigation included remote troubleshooting and verification of device details. Investigation of this case revealed a device hardware malfunction of the touchscreen display consistent with physical damage to the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure associated with screen damage.